Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's medtronic diabetes therapy consultant reported via email that the customer suffered a severe low blood glucose episode while sleeping and she could not be woken up; paramedics were called and the patient was taken away for treatment. The patient's blood glucose at the time of incident was not given. No apparent malfunctions were noted on the pump; the caller only mentioned general wear and tear on the pump. The offer to be transferred to the 24-hour helpline was declined. No products were shipped or returned.